Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue; the pump vibrated continuously and then the pump "froze." This complaint is being reported because the issue has the potential to cause long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings:.unable to duplicate or verify reported issue. Vibration functions normally. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.